Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 419388 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for t-wave oversensing (twos). The lead was capped and replaced. No patient complications have been reported as a result of this event.